Event description:
Customer reported that during a case, an error message "fluoro not ready wait 10 seconds" appeared. Rebooted sys and file rebuild was required and did not boot past 5 arrows. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and could not duplicate problem. Debug log was empty from the day after incident backward. Reloaded software. Sys tested and found to be working as designed. Sys returned to svc.